Event description:
After the acetabular cup was impacted and fixed into the patient, the surgeon went to place screws into the acetabular cup. While drilling one of the rim screws, the drill bit broke and became encased in bone. The surgeon states he was unable to remove it and felt it would cause more damage to remove the cup and screw, then just leaving it in place. Therefore the decision was made to not remove the drill bit piece as it was not doing any damage and didn't have contact with any vital tissues.